Event description:
Consumer reports comparing readings to their other meter (competitive) and getting very different results. Analysis run on clark error grid using competitive reading (46) as ref. Point vs. Bd reading 75 yield data points in the d range of the grid, outside of acceptable limits.